Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 45064, was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 20 applications. The catheter failed the performance test due to detecting wrong temperature and the electrical test revealed the intermittent issue on the catheter. Also, inflation showed a guide wire lumen kink under the balloon segment. Dissection showed a guide wire lumen kink at 1.00 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.